Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of fluid intrusion, but did not reproduce it during eval. Eval found corrosion on the wireless module flex and radio printed circuit board due to fluid intrusion, which rendered the device's wireless capabilities inoperable. The device has been retired from service.

Event description:
It was reported that a wireless battery module experienced fluid intrusion. It was also reported that there was no pt involvement.